Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.

Manufacturer narrative:
The subject device in this case was explanted and the investigation was performed under 2021-16148-01 (MFR report number 2015691-2021-05566). Any further investigation and reporting will be performed under 2021-16148-01.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that thickening of right coronary leaflet and diffuse thickening with nodules of the left coronary leaflet were observed on an inspiris resilia valve model 11500a21 after 3 years and 10 months of implant duration. Indication for replacement was degenerative aortic regurgitation. The patient was 60-y-o at the time of the implant. Postoperatively, the patient was treated with antiplatelet (aspirin) treatment and enoxaparin for 8 days. Reportedly, the bioprosthesis was ok with mean gradient 9-10 mmhg on first follow-up echo. However, follow-up echo performed after 3 years and 10 months of implant duration ((B)(6) 2021) was in favor of early valve degeneration leading to moderate aortic regurgitation and stenosis (mean gradient 36 mmhg). No thrombus was observed. The patient presented myha ii/iii symptoms and reoperation was planned in the following months. Patient's medical history/ comorbidities: previous ischemic stroke in 2016 with long term treatment with aspirin. No coronary artery disease.